Event description:
It was reported that a nurse was unable to flush solution through a one-link valve after the microbore catheter extension set was used on the patient. This occurred during infusion of an unspecified drug. The one-link was replaced to complete the infusion. A non-baxter primary set and non-baxter pump were used for the procedure. As a preventative measure, product training was conducted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.